Event description:
During a standard dental treatment the handpiece heated up and a child was burned on the lip. Although we tried at least 5 times to talk to the dentist she was never available to discuss the issue. Dental nurse promised that dentist will call back, but recall was not received, hence there are no further data available related to pt or date of event.

Manufacturer narrative:
The analysis of the product did show that it had a strong dent at the back cap button. This caused the button to stick in which caused unusual inner friction and as a result the heat up of the head. The dent indicates that the handpiece received a strong hit, e.g. A drop during the reprocessing. The user instruction requests a visual and functional inspection of the product prior to each treatment to ensure that the product is running within specification. Reported as a similar product gets distributed in the USA. Issue occurred in (B)(6).